Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was not capturing. Far field r-wave (ffrw) oversensing was also noted on the ra lead. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.